Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d284drg, ICD, implanted: (B)(6) 2012; 305c27, tissue valve, implanted: (B)(6) 2005. (B)(4).